Event description:
The distributor reported that during a rotator cuff repair that the bottom jaw on their expressew iii with hook broke off inside the patient's joint space when the surgeon was on his last pass. The surgeon retrieved the broken piece. Nothing was left in the patient. No x-rays were done. The surgeon completed the procedure with a competitors device with no patient consequences. There was a 15 minute delay in the procedure. The distributor reported that the gun had been fired 4 times before the jaw broke off. The device is being returned for evaluation.

Manufacturer narrative:
The complaint device was received and reviewed together with an npd engineer. Visual inspection confirms that lower and upper jaws are completely broken off. It was reported that only the upper jaw was broken off. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. A definitive root cause for this failure cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The distributor reported that during a rotator cuff repair that the bottom jaw on their expressew iii with hook broke off inside the patient's joint space when the surgeon was on his last pass. The surgeon retrieved the broken piece. Nothing was left in the patient. No x-rays were done. The surgeon completed the procedure with a competitor's device with no patient consequences. There was a 15 minute delay in the procedure. The distributor reported that the gun had been fired 4 times before the jaw broke off. The device is being returned for evaluation.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.